Event description:
It was reported that: issue is that the adaptor on the patient's endotracheal tube continuously keeps coming out of the ett.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.